Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a white screen with black lines and the screen became nonfunctional, consistent with external damage to the display assembly of the pump. Symptoms included no adverse clinical effects and blood glucose remained stable. Outcomes included replacement of the device and the user reverting to backup therapy until receipt of the replacement, with continued cgm use via the dexcom app or receiver. Investigation included collection of use history, verification of shipping and return, and review of device performance based on user reports. Investigation of this device revealed a screen/display failure consistent with physical impact, leading to loss of visual output and inability to operate the device interface. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external mechanical stress.